Manufacturer narrative:
Additional information was received that there was no leak to the ge healthcare unit. The leak was from a non-ge product. There was no reportable malfunction. H3 other text: additional information was received that there was no leak to the ge healthcare unit. The leak was from a non-ge product. There was no reportable malfunction.

Event description:
The hospital reported a large leak from the bag arm hose. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag arm hose was ordered for replacement to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).